Event description:
On september 24, 2008 the lay user/patient contacted lifescan (lfs) alleging that a onetouch ultra meter "does not turn on." The medical affairs specialist (mas) was able to contact the patient to obtain/verify additional information. The patient usually tests her blood glucose twice a day and manages her diabetes with pills, diet and exercise. She currently takes glipizide and glucophage on a fixed dose regardless of meter results. The patient stated that the meter issue occurred about two weeks ago and after the issue, she reportedly continued taking the same dosage of glipizide and glucophage to manage her diabetes. About three days after the meter reportedly stopped working, the patient claimed that she developed symptoms of sweaty, shaking cold and was disoriented. This had occurred during the nighttime. As a result, the patient's husband called the paramedics for assistance and blood glucose of "46 mg/dl" was obtained on the emergency medical team's meter and the patient was started on IV glucose. The patient was then rushed to the hospital where she stayed for one day. Besides IV glucose, no other treatments were administered while the patient remained at the hospital. The patient's blood glucose was monitored and when she was released, she reported blood glucose result of "122 mg/dl." The patient mentioned to the mas that she had eaten "too little" that day, which may have also contributed to her experiencing low symptoms. During troubleshooting, it was verified that this was not a new out of box product and there was no meter trauma. The patient did not replace the battery per the owner's manual and the patient does not have extra batteries to test the meter with. The meter would not power on when the power button was pressed or when the test strip was inserted all the way into the test strip port. The patient's products have been replaced. This complaint is being reported due to the following conclusions: the alleged meter issue was not resolved with troubleshooting. The patient was reportedly treated in the hospital for hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.